Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl. A bolus via the pump was delivered in an attempt to address the bg level. The customer had been vomiting and due to diabetic ketoacidosis (dka), the customer was admitted to the hospital on (B)(6) 2017. The customer was treated with an insulin injection and an intravenous insulin drip. The direct cause of the high bg was not known. While in the hospital the customer was diagnosed with a viral infection, gall bladder issues and an inflamed pancreas. A pump system check was performed and no device issues were identified. The customer was discharged on (B)(6) 2017 with the high bg and dka resolved. The customer required no further assistance,